Event description:
Additional information was received indicating that the product problem (visually observed leak) was observed during preventative maintenance. There was no patient involvement.

Manufacturer narrative:
B5: updated with additional information. H6: patient coded updated to reflect code 2645.

Manufacturer narrative:
Other, other text: device evaluation- the device was returned for evaluation. During testing the device was noisy and external damage was observed on multiple parts including; the fluid tank, outer housing, tank covers and the 390 block (where disposables are attached). The testing confirmed some leakage due to crack at the 390 block. The cause of the issue was not definitely established.

Event description:
It was reported the device leaked fluid. No adverse effects reported.